Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that she had to be hospitalized for diabetic ketoacidosis. She would not provide any further information regarding her blood glucose history, the hospitalization or her treatment.